Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. Device evaluation the evaluation of the submitted system controller log file confirmed the reported pump stop events. The log file recorded several intermittent low speed and pump stop events which showed low speed advisory/hazard alarms active and appeared to occur while the patient was operating on the power module. However, a percutaneous lead wire compromise could not be confirmed based on the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed. Approximately 21 inches of the external portion/distal end of the lead was returned for further evaluation. The previous percutaneous lead repair performed on (B)(6) 2015 was present on the lead approximately 15-19 inches from the metal connector. Continuity testing found that all wires were electrically intact. The previous percutaneous lead repair was examined and all wires were properly connected; the repair was unremarkable. The outer silicone jacket and clear bionate layer appeared unremarkable. Some breakdown of the braided shield was noted on the approximately 4 inches portion of the original percutaneous lead, proximal to the repair site. Upon removal of the braided shield, visual examination and hipot testing of the underlying wires found no breaches in the wire insulation. Modified ungrounded patient cables were provided. It was reported that there were no current plans for further intervention as the patient has elected to remain on an ungrounded cable. The patient remains ongoing on vad support and the ungrounded cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's log file showed pump stoppages on (B)(6) 2015. On (B)(6) 2015, the patient reported hearing two short beeps while on a/c power. It was mentioned that the patient was unaware of any other incidents and was asymptomatic. The system controller was exchanged. An ungrounded patient cable was requested for use at home. The manufacturer's technical services reviewed the submitted log file and x-ray images. It was noted that the log file contained six transient pump stop events while the patient was connected to the power module. A review of the x-ray images did not show any obvious areas of concern. On (B)(6) 2015, the patient reported a low speed warning alarm while tethered to the power module. On (B)(6) 2015, the distal end of the percutaneous lead was replaced with no issues. It was noted that the continuity test did not indicate any broken wires and no issues were noted after the patient was back on the grounded cable. The patient was discharged home. On (B)(6) 2015, the patient claimed to have received another alarm on his system controller while at home. It was mentioned that the patient was getting pump stops and low speed alarms. On (B)(6) 2015, it was reported that the patient has elected to remain on an ungrounded cable.